Manufacturer narrative:
The field service engineer replaced the motor controller pcb to resolve this issue.

Manufacturer narrative:
The customer returned pm board was installed in an fi test ventilator. All supply voltages were within specification. The ventilator was started up in normal ventilation and power cycled every 30 seconds for one hour without any errors occurring. No failure was found.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the backup alarm failed. No patient involvement was reported.